Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges on a male patient. There was no additional patient information available at the time of this report. Date, collection, method, pt/inr: (B)(6) 2013, 11:34, I-stat, 54.8/4.9; (B)(6) 2013, repeat, I-stat, 54.8/4.9; (B)(6) 2013, 11:36, lab, 32.4/3.1. Samples were run immediately after collection based on the information available at the time there were no injuries associated with this event.